Manufacturer narrative:
The insulin pump was received with severely scratched and worn display window. The insulin pump has cracked case at display window corner, battery tube threads and missing end cap sticker. However, testing of the insulin pump showed that it was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was advised to disconnect, remove the reservoir, and rewind the device. Time, date, and fixed prime had to be reprogrammed. Customer's mother stated the device had a blank display and the device had alarmed unexpected restart and external ram crc error. The device was not stored or not in use for an extended period of time. The display had returned after customer's mother had inserted a new battery. Customer's mother requested the device to be replaced. No further information reported.